Event description:
It is reported that a calcar split developed in the greater trochanter when impacting the stem. Cerclage cables were placed.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: operative notes were provided which state that during sequential rasping, a size 15mm rasp "just barely fit" and "it had to be impacted several times in order to get it to fit." Surgical technique notes that the next size rasp should only be utilized if the current size rasp can be countersunk at least 5mm below the osteotomy line; it is unknown how far the size 14 rasp was able to advance. Operative notes also state that the split in the femur developed "after the prosthesis had been impacted in to within about an inch and a half or so." Surgical technique instructs to stop insertion of the implant and remove the component if the implant is not advancing with each blow of the mallet. A smaller size 14 implant was ultimately used. However, prior to final implantation, the size 14 rasp was placed in the femoral canal and "did not look like it rotated." Neither the size 15 stem nor rasps utilized were returned for review. Patient bone quality is unknown. Cause cannot be definitively determined. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications.